Manufacturer narrative:
The customer reported poor image quality with an s8-3t model transducer while in use on an ie33 ultrasound system. The suspect transducer was not replaced or returned for evaluation and remains at the customer site. Since the device was not returned and a return is not expected, no failure analysis could be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the suspect transducer was not replaced or returned for evaluation and remains at the customer site.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing unclear image quality. There was no injury associated with this event.